Event description:
There was a report that the customer experienced difficulties with the wake button on their device, and no other information was provided. There was no adverse impact to the customer¿s blood glucose level. The pump was reported to be out of warranty, and no additional information about corrective actions or a replacement was provided.